Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a broken conductor wire. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter did not know the instrument's batch sequence number or the broken cable's color. No fragment fell into the patient and there was no patient injury. The procedure was not converted to another type of surgery. The reporter did not know whether a backup instrument was used in the procedure. There was no procedure delay. There was no loss of cautery associated with the broken cable. The reporter did not know whether the damage was first observed intraoperatively or when the instrument was removed from the patient. No arcing was observed during the procedure. The instrument was inspected prior to use, and no damage was found. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis. The mcs instrument was analyzed and found to have a fully broken grip cable at the idler pulley. No conductor wire damage identified. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.